Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device had a "report error." There was no patient involvement.

Manufacturer narrative:
Other text : multiple requests were made for evaluation and resolution data without a response. Device evaluation data is not available.